Manufacturer narrative:
Customer performed repair.

Event description:
It was alleged that the scale was not working properly (inaccurate scale). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.